Manufacturer narrative:
(B)(4) lot unknown. It is unknown if/when the devices have been explanted. It is unknown if the complainant part is available to be returned for manufacturer review/investigation, but has not been received. (B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with a plate and screws on (B)(6) 2013. It is suspected that the implants were not implanted properly and the patient will need to undergo a revision procedure. It is unknown when the revision procedure is planned for or if it has already occurred. No information about patient condition available. This is report 1 of 8 for (B)(4).